Event description:
It was reported that the patient presented in clinic experiencing palpitations due to large amount of pacemaker mediated tachycardia episodes. The pulse generator exhibited inappropriate programming. The device was reprogrammed on (B)(6) 2015 and the patient was doing fine. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.